Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been having issues with their battery lately. They confirmed that this meant they couldn't get their device to take a charge. They tried to monitor the battery level and charged about once a month. They waited their expected month and went to charge the ins and couldn't. The patient thought the were seeing the reposition antenna/poor communication message but didn't have their recharger with them at the time of the call. They couldn't get it to connect and couldn't get it to charge. They tried repositioning the antenna and turned the dial for over an hour and couldn't get it to connect. The patient was advised to follow up with their healthcare professional to address the possible overdischarge. Patient states he is doing "really well" without the scs device (crps in remission). Caller states because he has lost a large amount of weight, the leads are jabbing him when he sits or stands and would like to have the device removed. Caller mentioned the ins was overdischarged and it could not be jump started again.